Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed. Returned pump passed all functional testing.

Manufacturer narrative:
Customer was contacted four times via email and phone, requesting return of the breast pump to ameda, inc. For investigation. Customer responded, stating she had a death in her immediate family and will return the pump soon. As of this date, product has not been returned, therefore no visual inspection or testing was performed on the product. If product is returned to ameda, inc., a supplemental report will be filed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 by email, reporting the purely yours ultra breast pump began having an issue with low suction on both sides when dual pumping, with the left side having lower suction than the right. Customer conducted some troubleshooting on her own by replacing pump parts which did not resolve the low suction. Customer reports low suction led to decreased milk output, clogged milk ducts and a diagnosis of left breast mastitis. Customer was prescribed a 10 day course of oral antibiotics by her healthcare provider on (B)(6) 2015. Mastitis resolved within 2 days.